Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (15 mg/ml at 0.722 mg/day) and bupivacaine (18.7 mg/ml at 0.9 mg/day) via an implantable pump for unknown indications for use. It was reported that the spinal segment of the catheter was found to be out of the intrathecal space on CT scan, leading to inadequate pain relief. Date of the CT scan was unknown. There were no known factors that led to this. The segment was replaced with a new catheter. Previous catheter was tied off and left in the patient. The issue was resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), implanted: (B)(6)2006, ubd: 10-mar-2008, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.